Event description:
Account stated that the head section of this bed was slowly drifting down.

Manufacturer narrative:
Account said he replaced the head down valve with no help. Account replaced the CPR valve to repair the bed.